Event description:
The rep additionally reported that there was not a defect with the stimloc. The problem was with the procedure. It was also reported as stimloc anomaly was caused due to procedure issue rather than product issue.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_stimloc_acc, product type: accessory. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a company representative (rep) that there was a stimloc malfunction which occurred on the day of this report. The stimloc support clip did not fit. A spare stimloc was opened , but it still did not fit into the support clip. The burr hole cover included with the lead was used instead. When the stimloc which had been used originally was removed, it was damaged/broken and subsequently discarded by the hospital. Only the spar stimloc was collected. No x-ray was taken. A cause that may have contributed to the event was the skull/cranial bone interfered with the support clip because: base attachment position was misaligned (unknown because the actual clean area did not confirm this) defective/anomaly device. Troubleshooting was performed. It was believed that the screw in the base attachment was too tight, so the hcp was instructed to loosen the screw and insert the support clip, but it still didn't fit. It was noted that the device quality was bad. The issue was not resolved at the time of this report. No symptoms were reported. The patient was alive with no injury. The indication for use included parkinson's disease.

Manufacturer narrative:
Concomitant medical products: product ID: neu_stimloc_acc, product type: accessory. Product ID: neu_stimloc_acc, product type: accessory. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.